Event description:
On an advia 1800, a positive magnesium (mg) test for a patient was in the critical range. The result was reported to a doctor. The test was repeated and the correct result was normal. The doctor was informed of the correct result. There was no pt intervention. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data did not indicate any problems. The instrument is performing within specifications. No further evaluation of the device is required.